Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident is unknown. There were missing fragments on the display. The customer stated that the insulin pump may have been bumped or dropped. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed backup plan. The insulin pump was returned for analysis.